Event description:
Information received by medtronic indicated that the customer was receiving excessive alarms on suspend before low even after suspension. Blood glucose value at the time of reported event was unknown. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised to replace the insulin pump. Customer will discontinue the use of insulin pump. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Insulin pump case = ngp. Customer returned insulin pump for alleged unexpected suspend before low alarm found on (B)(6) 2022. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump received with the low suspend alarm feature functioning properly. Low suspend alarm was calibrated and programmed, and it was triggered during testing. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electric board 1. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case, cracked case (battery tube) and battery tube threads - cracked. Suspend on low anomaly was not confirmed during testing. Moisture damage on electric board 1 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.